Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button required "a lot of force" to press/turn on screen. Pump screen was turned on when more force was applied to the button. Blood glucose was not impacted.